Event description:
Complaint alleged that while attempting to monitor a (B)(6) male patient in cardiac arrest, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.